Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization and large air bubbles in the tubing and reservoir. The customer stated the hospitalization was due to the cannula was not properly inserted and they were not getting insulin delivered. The customer's blood glucose level at the time of incident was 20 mmol/l, and was 26.9 mmol/l while at the hospital. The customer was treated with an IV drip. The cause of the hospitalization was diabetic ketoacidosis. Nothing was replaced or returned.